Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the pacemaker was in high output mode and varies capture threshold. No programming changes were made. The patient status was unknown.